Event description:
It was reported that prior a flexible ureteroscopic lithotripsy procedure, some black spots were found on fiber during the first use. Due to this, the procedure was completed using another device. There were no patient complications. The device returned and it was analyzed, during this inspection it was found that the fiber connector had an internal connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The visual and microscope inspection found that the fiber connector had an internal connector, no aim beam seen exiting the fiber tip. Burn marks were also observed on the face of the connector. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. The instructions for use (IFU) instructs the user to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. A risk review was completed and confirmed that the event of fiber separated from the connector was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The allegation against the fiber having black spots could not be confirmed. The initially reported event of fiber having black spots could not be confirmed: however, during the analysis of the fiber there was no light exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation which indicates expected or random component failure without any design or manufacturing issue.